Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported the cycler was turning on and off. The patient was connected during the incident. There was no power outage and no outlet issue. The power cord was not securely plugged in. The power cord was secured to inlet but had a lot of wiggles, and sparks were seen after re-seating the power cord as one of the troubleshooting steps. The patient contact was advised to discontinue use of the cycler and the cycler was replaced. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and did not perform manuals due to lack of supplies. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient was not connected to the cycler and confirmed that there was no patient injury or harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient was connected to the cycler and called into technical support. The pdrn stated that no burning smell, melting or flame was noted. The pdrn stated that the patient came into the clinic and was able to complete the peritoneal dialysis treatment using the clinic cycler pending delivery of the replacement cycler. The pdrn confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported the cycler was turning on and off. The patient was connected during the incident . There was no power outage and no outlet issue. The power cord was not securely plugged in. The power cord was secured to inlet but had a lot of wiggle, and sparks were seen after re-seating the power cord as one of the troubleshooting steps. The patient contact was advised to discontinue use of the cycler and the cycler was replaced. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and did not perform manuals due to lack of supplies. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient was not connected to the cycler and confirmed that there was no patient injury or harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient was connected to the cycler and called into technical support. The pdrn stated that no burning smell, melting or flame was noted. The pdrn stated that the patient came into the clinic and was able to complete the peritoneal dialysis treatment using the clinic cycler pending delivery of the replacement cycler. The pdrn confirmed the patient received a replacement cycler and has had had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check passed. System air leak test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was unconfirmed and the cause was not determined. The cycler was refurbished following the evaluation.